Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 - primary UDI number = ni the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during device evaluation: image error e315. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The root cause of the image error e315 was due to scope connector immersed in liquid. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the gastrointestinal videoscope exhibited blackout issue. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1-address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.